Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.

Event description:
It was reported that cuff separated from catheter. Insertion (B)(6) 2009; removal (B)(6) 2010.